Event description:
It was reported the patient had a trial lead placed and a second attempted but it was aborted due to the patient being in pain during the procedure. Testing was attempted but not successful during procedure. Two hours post-operatively testing was attempted again but the patient was in too much pain to continue. Later programming was attempted but unsuccessful for low back pain. It was noted the physician pulled the leads and stopped the trial. The patient still had significant lower leg pain uncontrolled by opiate does at home so the physician admitted them to the hospital overnight for pain control. Neurological testing of the lower extremities showed good strength and reflexes. Patient status was noted as alive with injury. Patient was in pain in both legs below the knee. Follow up reported the patient¿s pain was back to normal pain levels and pattern pre-trial. There were zero neurological deficits. Patient was in the hospital for less than 23 hours. It was reported the patient experienced unwanted pain immediately after trial and during shortened trial period. The lead was implanted on friday and pulled on saturday. The patient was placed in the hospital saturday for pain control and was released on sunday. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3873, lot # unknown, product type screening device; product ID 387360, lot # va09xs0, product type screening device; product ID 387360, lot # va0attw, product type screening device; product ID 3873, lot# unknown, product type screening device. (B)(4). Analysis of the lead revealed no significant anomaly.